Event description:
It was reported that during an artificial urinary sphincter (aus) procedure, the physician measured the urethra, and it appeared to have measured a comfortable 5.0 cuff. However, when implanted the cuff was too small. The patient had a good outcome with no further complications. Additional information received. The physician did a transcorporal placement of the cuff, so measuring was difficult. It is believed that the labeling was correct. A 5.5 cm cuff was used to complete the procedure.

Event description:
It was reported that during an artificial urinary sphincter (aus) procedure, the physician measured the urethra, and it appeared to have measured a comfortable 5.0 cuff. However, when implanted the cuff was too small. The patient had a good outcome with no further complications. Additional information received. The physician did a transcorporal placement of the cuff, so measuring was difficult. It is believed that the labeling was correct. A 5.5 cm cuff was used to complete the procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis showed functionality of the device was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.